Manufacturer narrative:
This report was identified as a duplicate. Please reference regulatory report number 2025587-2024-06313 and 2025587-2024-07091 for information pertaining to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the valve, the right side was used as the access site for the procedure. Subsequently, a possible left ventricular perforation and a vascular injury to the iliac artery on the right side was observed. The patient was placed on bypass and a sternotomy was performed to treat the left ventricular perforation, and a cut down was performed to treat the injury to the iliac artery. Per the physician, the cause of the vascular injury was due to the non-medtronic closure device. Per the physician, the valve did not contribute to the vascular injury, but it was possible that the delivery catheter system (dcs) did contribute to the vascular injury. It was also reported that the guidewire likely contributed to the vascular injury as well.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date (B)(6) 2024; explant date {n/a} product ID {guidewire}; product lot/serial number {unknown}; product type: {guidewire-unknown manufacturer}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.